Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during an open gastrectomy, the device did not seal completely although an endtone (indicating a completed seal cycle) was heard. It was reported that some bleeding occurred but there was no injury to the pt.